Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient was examined by their dentist and found to have cracks in their molars since using the aligners. Patient also has complaints of discomfort when they bite down.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.